Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening) and inflammatory response. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on 09/18/2025, the following are updated/corrected. In section d:- product brand name, model number, catalog item identifier, serial number and product UDI are updated/corrected in this report.